Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the patient had a rhythm for a ventricular tachycardia (vt) monitor episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The wavelet showed low match scores. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.